Event description:
A patient came back for pump disconnect as their usual time. After the pump was disconnected by the nurse, the nurse noticed there was precipitate around the metal lock and the connection between the cassette and pump. By the time the nurse noticed the precipitate, the patient had already left so we could not ask any other questions. I kept the pump and cassette intact and is quarantined in the pharmacy. The pump, cassette, and tubing was sent back to vendor. Smith's 100 mt cassette reservoir lot #4203286. Cadd extension set line lot #4298346. No patient harm. Reference report: mw5117603, mw5117605.